Event description:
The device was used during a low anterior resection procedure. Reportedly, the anvil did not tilt and the anastomosis was torn upon the removal of the instrument. An unintended colostomy was performed by the surgeon. The hospital has reported the pt's condition is satisfactory.

Manufacturer narrative:
1/12/1998-supplemental report #1 submitted to FDA.